Event description:
It was reported that the entire device system was removed. It was indicated post-operatively that there was drainage and wound dehiscence at the device pocket site. It was noted that the pump was exposed. The patient was hospitalized. At the time of this report that patient was alive and without injury. The outcome of the patient was not provided. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8709, lot# j11197r36, implanted: (B)(6) 2002, product type catheter. (B)(4).